Event description:
It was reported, that during an attempt by the patient to catch his wife from falling when she passed out. The patient felt a "pop" in his chest. A transmission confirmed, no capture. And it was confirmed, the patient's right ventricular (rv) lead had dislodged. The atrial lead was explanted and replaced. There were no complications and the patient was stable.